Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a biopsy channel leak, defective distal end thread, worn bending tube, or insufficient angulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited rust on the distal end during an unknown event. There were no reports of patient harm.